Event description:
It was reported that the customer was experiencing low blood glucose and appears that the insulin pump was delivering too much insulin. Assisted the caller to check the bolus wizard settings and they were correct. The caller uploaded the information to carelink and found the bolus of 7.1 units based on the blood glucose of 364 mg/dl, and 26 grams of carbohydrates. The caller stated that the customer does not eat in the morning. The spouse stated that he called the paramedics for assistance and was told to use glucagon, which they did and her glucose level came up to 128 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.